Event description:
Reporter alleged obtaining a discrepant blood glucose result of hi (greater than 600) mg/dl back to back with a result of 152 mg/dl on the advantage system when testing was performed less than ten minutes apart. Reporter indicated that she was experiencing some hyperglycemic symptoms during the time of testing. Reporter stated she drank some water and took a nap for treatment. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.